Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 400 mg/dl. The customer stated that he was admitted to the emergency room because his blood glucose readings were high. The customer stated that he went to visit his brother and ate dinner and his blood glucose started running high. The customer was treated for his high blood glucose readings with insulin shot. The customer also stated that he had an MRI to stabilize his blood glucose readings. The customer stated that his friends also picked him up and threw him into the pool. The customer stated that there was fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.